Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the event occurred when the device was turned on. There was no patient involved at the time of the event. A philips remote service engineer (rse) discussed the issue with the customer, who claimed that the device could not emit x-rays. The customer reportedly restarted the device but with no effect. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions determined that the power cable of the image processing pc (ippc) was disconnected. The fse reconnected the ippc power cable and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray not possible. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.